Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed, both the photos show product labelling and details match with track wise. Although the packaging can be seen open, evidence of prior sealing can be seen on the packaging. It cannot be determined when the seal was opened on the packaging. Therefore, the investigation is confirmed for the reported failure as the packaging can be seen open based on the provided photo. A definitive root cause for the reported tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a surgical graft implantation procedure. Prior to the procedure, the inner sleeve package is in opened state. There was no patient contact.

Event description:
A patient underwent a surgical graft implantation procedure. Prior to the procedure, the inner sleeve package is in opened state. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.